Event description:
The customer reported that at 44,000 joules during prostate vaporization, the fiber life error message kicked in multiple times and the fiber was noticed to be forward firing. Upon pulling the fiber out of the laser sheath, the fiber aperture appeared to be extremely burned. The procedure was completed with a second fiber. It was reported that there was no patient injury.

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.